Manufacturer narrative:
There are no reports of any system or component failure or malfunction beyond migration of the implanted lead. There are no known events that took place between implant and activation that may have caused or contributed to movement of the lead. The patient is reported to be very thin statured with minimal tissue present at the implant site, however it is unknown if this played a role in the lead migrating.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2025 to treat lower back pain. Upon activating the system, the patient noted therapy was not providing the expected relief to the desired area of pain. Troubleshooting identified that the implanted lead had migrated from the initial placement in the vicinity of t8-t10 vertebral body to approximately t7 vertebral body. On (B)(6) 2025 a surgical revision was performed to remove the migrated system and place a new system.